Event description:
It was reported that during an unknown procedure the device locked out on tissue, they could not open it and had to use manual override. A second device had to be opened. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent: 12/5/2023 d4: batch # 958a57 b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the rep in the case? What troubleshooting steps were taken to open the device prior to manual override? Did the device cut and or staple at all? Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/2. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 958a57, and no non-conformances related to the reported complaint condition were identified.